Event description:
When patients were registered in a third party registration system, an "m" or an "f" was placed in the social security number (ssn) field instead of an ssn. When this information was transferred to cerner millennium person management through the system integration - foreign system interface, a match was triggered with all the other patient in the cerner database that also had an "m" or an "f" documented as a social security number. This led to multiple patients' information being combined incorrectly on unrelated records. This issue was limited to 37 patient charts, cerner has not received communications of patients being impacted as a result of this issue.

Manufacturer narrative:
Cerner has been in constant contact with the client site since the issue was reported. All affected records were identified and provided to the client for resolution activities. A configuration change was made on (B)(4) 2014 and no further instances of this issue have occurred. Cerner corporation considers the issue resolved and no further narrative is required for follow-up.